Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic due to loss of capture. The physician opted to explant the lead due to the bad measurements. Lead malfunction suspected.